Event description:
It was reported that the customer was holding two of the foley catheters, but only one had an expiration date. Bd representative explained that the FDA do not require expiration date on all products, but the end user does. Also stated that the expiration dates are added to many products over the years to sell them in both markets.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be illegible print & missing print. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer was holding two of the foley catheters, but only one had an expiration date. Bd representative explained that the FDA do not require expiration date on all products, but the end user does. Also stated that the expiration dates are added to many products over the years to sell them in both markets.